Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. Pt claims using insulin 70/30 sliding scale to control diabetes and basis insulin intake on ot meter readings. In 2001, pt's blood glucose was 6.9mmol/l on ot meter at 2:35pm. Pt reportedly decided not to take insulin. At 08:00pm, after supper, pt passed out and was taken to the hospital. At the hospital, pt's laboratory blood glucose result was 0.1mmol/l. Pt was admitted to hospital and discharged 6 days later. No further information has been provided.